Event description:
The pt was implanted with a left ventricular assist device (lvad). An (B)(6) registry report was rec'd which indicated that the pt was experiencing power spikes. The pump parameters were within normal limits; however, the system controller's history showed pi events. The hospital withheld antihypertensive and diuretics for 24 hrs. Volume loss could cause low blood pressure. Pi pressure and power increase. The pump's speed was decreased to 9000 rpm's. The pt was discharged and is doing better.

Manufacturer narrative:
The attached user facility report # (B)(4) was rec'd from the (B)(6) registry. The pt was discharged home and continues on lvad support with no further issues reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.